Event description:
The patients hip was revised for dislocation due to version of cup. The liner was revised to a constrained liner and the head was also exchanged.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital disposed.